Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the emma was inaccurate. No consequences or impact to patient were reported.

Event description:
The customer reported that the emma was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated and passed functionality testing. During accuracy testing, the measurements were outside the accuracy specification. Performed zeroing of the device and the measured value was still outside the accuracy specification. The detector lens was observed to be scratched which resulted in the measurements to be outside of the accuracy specification. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).